Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not delivering tidal volume. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that there are volume issues - not delivering, and some physical damage. Visual inspection and volume tests were performed. Tidal volumes are within specifications. Physical damages were verified through visual inspection and knob spin. The most probable cause is impact to the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.